Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that although the device would cut, the trigger would often not come back into position. This caused the device to no longer open and tissue was torn in the removal of the device.